Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a routine ins exchange. Impedances were checked on the old system and all were within normal limits. When the hcp attempted to unscrew the 0-7 the lead contacts would not slip out. The hcp then unscrewed the 8-15 and that lead came out very easily. The hcp tried multiple times, maybe 10 times even with a different screwdriver. The hcp said they could see the screw turning and was able to screw back the other direction and heard the click. The rep did not know if it was the ins and the screw or the lead causing the issue. Finally, the lead contacts did come out. The hcp said everything looked normal on the contacts and proceeded to put the contacts into the new ins. The rep said they could not get connectivity for the 0-7 and all impedances were red as well as the #15 electrode. The hcp unscrewed the 8-15 and put it back in and all was good. The hcp unscrewed the 0-7 without problems and put it back in. The hcp had to do this several times and finally only the #4 electrode was red with impedances of 40, 000. The patient had not been using #4 for programming, so it was decided to leave the contacts connected. No further complications were reported.